Event description:
The customer reported that the system exhibited an uncommanded system shutdown and restart during a pt case. System functionality was recoverable after a system reboot. No pt injury or death is associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gpos (general purpose operating system) and rtos (real time operating system) cpu's were evaluated and replaced. The system was tested and found to be working as intended and returned to svc.